Event description:
The pt reported an elevated blood glucose reading of 500 mg/dl. She stated she received an 04 message on her insulin infusion device. She said the piston rod on the device is over a yr old and the adapter has been in place for a while. The pt was advised the piston rod must be changed every yr and the adapter every 6 months. The pt was instructed to change the device batteries and remove all device accessories and run a dry prime which went through without error. The pt was advised to switch to her backup device and was sent new batteries. On follow up the same day, the pt stated her blood glucose readings are still elevated and her primary device has now given an 09 (end of life) alarm. On further follow up, the pt stated her readings are still elevated and her dr has taken her off pump therapy. The product was requested to be returned for evaluation.